Event description:
Customer reported getting readings higher than he felt from his freestyle flash blood glucose monitor and treated himself with sliding scale insulin. Customer also reported he experienced feeling of aching, "his throat was tight" and sweating profusely. The customer was found unconscious by his wife and the paramedics was called in. Customer was treated with peanut butter and orange juice at home and was given two glucose injections and IV solution by the paramedics. The customer was taken to the emergency room where he received another glucose injection.

Manufacturer narrative:
Prod testing on the returned prod did not confirm the readings complaint and no readings issues were observed. All results were within the range specification and no errors were observed during control solution testing.